Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out specification in relation to the customer reported blank screen which was reproduced as the device unable to turn on and thus having a 'blank' screen. The reported condition was verified. Evaluation determined during a visual inspection the assignable cause to be a depressed battery pins. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.